Event description:
During a pci procedure, the balloon ruptured at 13 atms. The number of inflations is unknown. The lesion being treated was an eccentric, calcified, 99% stenotic lesion in the mid lad. The procedure was completed with a quantum balloon catheter. No patient injuries or complications were reported.